Manufacturer narrative:
Attempt was made to remove coil with gooseneck snare 4mm.

Event description:
It was reported during a coil embolization procedur,e an excelsior microcatheter as inserted into the aneurysm at the m1 segment with a non-boston scientific guidewire. However, when the physician attempted to insert the coil into the aneurysm, the proximal portion of the coil kicked back causing the distal end of the catheter to come out of the aneurysm. Despite the catheter kick back, the coil was fully into the aneurysm and detachment was attempted but was noted to take longer then expected. When the physician attempted to retract the delivery wire movement of the coil was noted and between 3-4mm of coil was protruding out from the aneurysm. The coil was detached and attempts were made to push the coil back into the aneurysm with the non-boston scientific guidewire without success. The physician exchanged to a transit catheter and tried to remove the coil with a snare but again was unsuccessful. It was reported "during the removal a spasm was noted at m1 segment. A thrombus-like formation was found on the coil. Therefore, the procedure was canceled and a clipping was performed with a craniotomy. At which time the coil was removed. After that, no flow was noted in a branch under dsa." (Digital subtraction angiography) the pt is reported to have suffered aphasia and right hemiplegia. No further info had been disclosed at this time.